Event description:
Pt started using the dialyzer 18 months ago. At 10:10pm. The deceased called her son and reported that the machine would not step out of drain 1. After a while the machine was able to step out of drain 1. By 1:15 am the pt passed away. Machine was in drain 3 of 5. At the time it displayed 7 ml. No drain readings. Ultrafiltration was shown on the screen as 1660 ml. Pt suspected to have died of chf.